Manufacturer narrative:
H3, h6) all three of the 9735023 drivers was returned to the manufacturer for evaluation. As reported, the tip of the returned driv ER was broken off. The driver was in otherwise good condition. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was replacing screws with large diameter. The tip of the screwdriver snapped off in the screw. This happen with two different drivers on two different screws. The patient had very hard bone and they were placing 9.5 diameter screws. There was no delay and no impact on patient outcome.